Event description:
Information was received indicating that a patient receiving levodopa/carbidopa via a smiths medical cadd-legacy® duodopa pump was required to switch to the emergency medication after the pump was found to be very hot. It was noted that the pump interrupted therapy by continually beeping even after the batteries were removed. There were no reported adverse effects.

Manufacturer narrative:
Evaluation summary: unable to confirm customer problem, no problems were found with the pump alarming when running or alarming without displaying a message. In addition, no problem was reported to be found with the pump becoming "hot" during use. The pump passed all tests and was found to be operating properly. It should be noted that the pump will alarm if the batteries are removed within 15 seconds of stopping the pump (see user manual under "messages & alarms"). The DHR review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.